Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated uti, sui, oab, chronic utis, suprapubic pain, recurrent utis with dysuria and urge incontinence, urinary dysfunction, incomplete bladder emptying, change in urinary stream and frequency of urination. See (B)(4).